Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-nov-2022 to 11- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a defective scanner cable. A field service engineer replaced the scanner cable to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation system barcode scanner cable had exposed wires. The customer added that they experienced a minor shock. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective scanner cable. A field service engineer replaced scanner cable to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system had scanner cable exposed. The customer added that they experienced a minor shock. There were no adverse events or injuries reported based on this event.